Event description:
The neurologist has responded that after interrogating patient with instructions given for testing for positional fracture that impedance was within normal limits. The physician also stated that "lead impedance is high but is stable when compared to previous interrogations". A different physician has reported that they were not familiar with a high impedance event and that the last interrogation showed impedance was normal at 5090 ohms (date unknown). The physician was told to schedule the patient to be interrogated and to potentially refer for xrays. The neurologist was contacted for clarity regarding the report of lead impedance being high but stable. No other relevant information has been received to date.

Event description:
It was later reported that patient had a battery replacement due to battery depletion and lead impedance was seen to be ok. No other relevant information has been received to date.

Event description:
Xray imaging assessment was provided from the radiology department and there was no discontinuity of the lead wires seen. There was also a report of increasing symptoms of several seizures prior to battery replacement. High impedance was seen again on the newly implanted generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was found from programming history database periodic review that patient was seen with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Ap chest x-rays were received and reviewed. Based on the x-rays received, the cause of the malfunctions could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Later, the physician reports that the cause of the increase in seizures is due to a depleted battery (0%). It was noted that increase was to their pre-vns baseline levels. It was noted that surgical intervention of a battery replacement had occurred and the high impedance remained after the new device was implanted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.